Event description:
It was reported that balloon rupture occurred. The patient presented with critical limb ischemia (cli). The 100% stenosed target lesion was located in moderately tortuous and severely calcified below the knee vessel. A 1.2mm x 15mm x 142cm fg coyote fc (emerge) balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres for 5 seconds, the balloon was ruptured. The device was removed and the procedure was completed with different device. There were no patient complications nor injuries reported and that the patient status was good.